Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the discharged patients were not dropping off machine. The technical support specialist dialed into the server and ran a query for received messages using the provided visit ID. An error was found while receiving a discharge message from adt: "operations that change non-concurrent collections must have exclusive access". Knowledge article was referenced. Logs were reviewed and the word "concurrent" was identified in logs from aug 2027. No error messages were found from aug 28 onward, and the customer confirmed no discharge issues at present. The system functioned as intended after the technical support specialist troubleshot device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary, the discharged patients were not dropping off machine. The customer reported that the issue occurred while dispensing medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.